Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported stent break. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, the patient presented with unstable angina and a 3.5 x 33 mm xience alpine stent was implanted in a tortuous lesion in the mid obtuse marginal coronary artery. Post procedure it was confirmed that the patient was compliant with dual antiplatelet drug therapy. On (B)(6) 2019, the patient was re-admitted with angina for a second percutaneous coronary intervention. In-stent restenosis of the stent was identified; however, during review of the stent implant under fluoroscopy, a stent fracture was also suspected. The suspected fracture was at the middle of the stent implant, at the site of the restenosis. Following de-bulking of the lesion with a laser, a 3.5 x 15 mm xience sierra stent was deployed to treat the restenosis. Post dilatation was performed with a 3.75 x 8 mm nc trek balloon dilatation catheter to complete the procedure. The patient was reported to be doing well post procedure. No additional information was provided.